Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to a mechanical issue with the pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were visually inspected, leak tested, and pressure tested. The first cylinder had buckling folds in the middle and proximal areas of the cylinder. A hole and a leak in the proximal end, consistent with sharp instrument damage, was identified. The second cylinder had a hole in the outer tube at the proximal end from wear. This cylinder passed leak and pressure testing. The pump was visually inspected, and leak tested. The pump kink resistant tubing (krt) was worn down to the filament. Under microscope observation, the poppet rod was found to be misaligned in the pump. The pump passed the leak test. Functional testing was not performed due to the poppet rod misalignment. The reservoir was visually inspected, and leak tested. It passed visual inspection and there were no visual damages or abnormalities found. The reservoir also passed leak testing. Based on a thorough review of the reported complaint, it was determined that the pump poppet misalignment could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to a mechanical issue with the pump. No patient complications were reported.